Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5107136, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 179763a, model/catalog description: artisan surgical ld 50cm 16 contact lead.

Event description:
A report was received that the patient was experiencing non-target stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned and lead extensions were added. The patient was doing well postoperatively.